Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2025 / serial or lot#: (B)(6), d9: no, h3: no, h4: mfg date: 27-aug-2024 h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a driveline infection and was taken to surgery for debridement and a surgical washout of the wound pocket. During the transfer of the patient a double power disconnect occurred on the controller, which was associated with a loss of power to the controller, a ventricular assist device (vad) stop and a motor start with parameters outside of the typical range. During the procedure, the surgeon was trying to remove some of the velour off of the driveline and in the process, cut the outer sheath of the driveline. The cut in the driveline resulted in blood getting into the driveline. Log file review also revealed a low flow alarm. The vad and controller remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient underwent a vad exchange to a competitor device.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller (B)(6) were not returned for evaluation. A review of the vad¿s manufacturing documentation confirmed that the associated device met all requirements for release. There was no evidence that the vad (B)(6) had previously been serviced. A review of the controller¿s manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or a servicing issue. Log file analysis revealed one (1) controller power up event with an associated motor start event was logged on 18/dec/2025 at 13:03:00, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that a power adapter was connected to power port one (1) and (B)(6) was connected to power port two (2) with 80% relative state of charge (rsoc). The data point recorded after the loss of power revealed that a power adapter was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for thirteen (13) seconds. No anomalies were recorded leading up to the loss of power. Log file analysis also revealed a motor start event recorded on 18/dec/2025 at 13:03:08, in which the motor start parameters were atypical. Review of the alarm log file revealed one (1) low flow alarm was logged on (B)(6) 2025 at 13:49:14. As a result, the reported low flow alarm, loss of power and atypical motor start parameters event were confirmed. The reported driveline cable damage and driveline leak could not be confirmed due to insufficient evidence. The reported vad stop could not be confirmed; however, it is likely that the loss of power correlates with the reported vad stop event. The most likely root cause of the driveline damage event may be attributed to the reported cutting of the driveline cable, as described in the event details. Based on the available information, the most likely root cause of the blood in the driveline may be attributed to damage via cut or nick of the vad¿s driveline outer sheath. The most likely root cause of the loss of power to the controller can be attributed to the disconnection of both power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attr ibuted, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during vad startup. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, m ultiple factors may have contributed to the reported low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate vad rotational speed. Per the instructions for use, driveline infection is a known potential complication associated with the implantation of a vad. There was no evidence that th e patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: controller d4: (B)(4) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.